Manufacturer narrative:
A review of the manufacturing documentation for the charger revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had several burns from charging which was also confirmed by the physician. It was also noted that the patient had difficulty charging the ipg.